Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up, the ac indicator led was not lit and the battery was not charging. The device was evaluated by a philips field service engineer and the failure was verified. The ac power module was replaced to resolve the issue.

Event description:
The customer reported that the device failed to power up, the ac indicator led was not lit and the battery was not charging.